Event description:
The deep brain stimulator was sent into a power on reset condition during replacement of the contralateral device. It was possibly caused by the use of electrocautery. It was also reported that the replacement device was programmed to reverse polarity. The pt had a difficult recovery. The pt had symptoms at the implantable neurostimulator location. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).